Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. Corrections included replacing the system's hard drive and power supply. System was reprogrammed and safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported an issue with the panorama central station with telemetry's server, which may have affected telemetry monitoring. No patient injury was reported.